Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side "potential rupture", "lumps", and "rippling." Patient also reported "autoimmune issue"; this is not device related. Device remains implanted.